Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection confirmed the front and rear housing were damaged. Event history log confirmed a ¿no disposable attached¿ alarm occurred during pump operation. Functional testing could not replicate the ¿no disposable attached¿ alarm. The root cause of the damaged housing was caused by the user, and the root cause of the ¿no disposable attached¿ alarm was a possible defective downstream, upstream sensor or cassette product. The front and rear housing were replaced as well as the downstream sensor, and the upstream sensor was re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm, and the body of the pump and cassette were cracked. It was stated that the patient threw the device. Per the reporter, there were no adverse patient effects.